Event description:
Info was received that reported a pt was hospitalized in 2008 due to an incidence of hyperglycemia. The reporter stated that the pt began to feel sick on that day on cross-country flight. She went to the hosp upon landing. Upon admit her bg's were>500. The pt was treated with IV fluids and insulin. The device should be returned for eval; to ensure that it is functioning correctly and did not contribute to the reported incidence, but as of the date of this report had not been returned for eval.

Manufacturer narrative:
Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and eval the MFR will file a follow-up report detailing the result of the eval.